Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. It was found that the pump shows error code 44510. The reported problem is duplicated. The root cause is a faulty main board. This was replaced and the device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has broken down, failed for preventive maintenance. There was unknown patient involvement and unknown patient harm/adverse event reported.